Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gel release, rear te's pulled from dn) was confirmed. Upon eval, both rear therapy electrodes were pulled from the distribution node. This caused the belt not to recognize proper te placement, giving the pt alarms. The pulled wires also causing the gel release flags seen in the pt's download. Gel was not released, and no treatment was delivered. The root cause for the pulled wires cannot be positively determined, but is likely the result of excessive force. No adverse event resulted from the pulled wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's download revealed gel previously released flags and multiple check therapy electrode pad messages. Zoll lifecor customer support contacted the pt to troubleshoot. The pt reported exposed wires on the belt. The pt was issued a replacement electrode belt.